Manufacturer narrative:
G4: 20may2020 b4: (B)(6)2020. The manufacturer¿s field service engineer (fse) confirmed the reported issues. The fse followed up with customer and found that it was a loose board or connection per customer. Everything was reseated and the unit was returned back to the department. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported vent (inop) inoperable following error codes oxygen flow sensor calibration data error, air flow sensor calibration data error, 35 volt supply fail, power supply issue, 5 volt supply failure, machine and proximal pressure error sensors failed.